Event description:
It was reported that the patient underwent bilateral l2-s1 laminectomy with tlif l4-5-s1, posterior instrumentation l4-5-s1 and lateral fusion l3-s1 to treat stenosis, herniated disc and instability. Interbody devices, peek posterior instrumentation, and rhbmp-2/acs were used. No complications were noted. (B)(6) days post-op, the patient presented with pain. An MRI demonstrated "a small disc protrusion at l3-l4 without definite neural compromise. There is a small disc osteophyte protrusion centrally and in the left lateral position without definite nerve root compromise" there is moderate right and severe left neural foraminal stenosis." The patient underwent an ncv test. Results demonstrated "marked diminution in the size of the evoked compound motor unit potential with right peroneal nerve stimulation, suggestive of an axonal mononeuropathy involving that nerve. Inability to obtain a right peroneal f-wave, which although could be the sequelae of the axonal neuropathy of the right peroneal nerve as referred to above, this could also suggest a spinal cord or radicular pathologic process involving the right l4-l5, and to a lesser degree s1 nerve roots." (B)(6) days post-op, the patient presented with lumbar radiculopathy radiating to the right leg. A CT of the lumbar spine demonstrated "at l4-5... A posterior disc/osteophyte complex impinges on the exiting l4 nerve root sleeves bilaterally but the nerve root sleeves fill with contrast. There is an interbody fusion device producing solid bony fusion of l4-l5. There is stabilization of l4-s1 on the right with a right-sided paraspinous rod and pedicle screws. There appear to have been bilateral foraminotomies at l4-l5, unchanged from the prior exam. There is severe left neural foraminal stenosis due to disc material in the left l4-l5 neural foramen and there is mild to moderate right neural foraminal stenosis due to complete loss of disc space height posteriorly." (B)(6) days post-op, the patient underwent an l4-5 and l5-s1 laminectomy with discectomy, tlif and pedicle screw stabilization with lateral fusion. Per the operative notes, patient "has had previous surgery and has developed progressive spongy feelings into his right foot and in the sole of his right foot. Studies reveal some excessive bone growth around the s1 nerve root and we are planning basically foraminectomies for decompression of those nerve roots. He did have previous low back surgery in (B)(6) 2009. He does have evidence of a neuropathy as well." During the revision/reexploration, the hardware was removed, and overgrowth of bone around the l5 and s1 nerve roots as it extended at the foramen was removed.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with stenosis, herniated disc, instability and underwent the following procedures: bilateral l2 to s1 laminectomy with discectomies at l4-l5 and l5-s1, tlif at l4-l5 and l5-s1, pedicle screw l4-l5 to s1 and lateral fusion l6 to s1. As per op-notes, "bmp and bone dust were placed into those disc spaces and then tlif cages, an 8 mm one at l4-l5 and a 7 mm at l5-s1. These were filled with bone from the laminectomy and gently packed down to the disc space and recessed. Pedicle screws measuring 4.5 x 45 were placed under fluoroscopic control on the right hand side at l4 and l5 and at s1, we used a 6.5 x 30 mm screw. A peek rod was selected of the correct length and secured to these pedicle screws . The transverse processes or the right were decorticated from l3 to s1 and bmp and all of the bone and bone dust conserved from laminectomy mixed with platelet rich plasma obtained using the symphony device was applied to these decorticated surfaces for the lateral fusion.&#55316;he patient tolerated the procedure well. On (B)(6) 2009: the patient underwent MRI without contrast due to pain. Impression: there is a small disc protrusion at l3-l4 without definite neural compromise. There is a small disc osteophyte protrusion centrally and in the left position without definite nerve root compromise. There is moderate right and severe left neural foraminal stenosis. On (B)(6) 2009: the patient underwent lumbar myelogram. Impression: successful fluoroscopically guided injection of intrathecal contrast for a lumbar myelogram. No significant disc protrusions are identified on the myelogram. There is no evidence of instability between flexion and extension views. Fusion of l4-s1 is noted. No stenosis is identified. There was some leakage of csf from the skin wound after the procedure. The patient also underwent CT of lumbar spine without contrast due to lumbar radiculopathy radiating to the right leg. Impressions: spinal canal, lateral recess and/or neural foraminal stenosis. L4-l5 appears to be the most significant levels. On (B)(6) 2009: the patient was pre-operatively diagnosed with lateral recess stenosis, l4-l5, l5-s1, right hand side and underwent re- exploration of l4-l5, l5-s1 with removal of hardware. On (B)(6) 2013: the patient underwent MRI of lumbar spine without contrast due to lower back pain and right hip pain. Impression: multilevel degenerative disc disease and facet arthropathy/remodeling most significant at the l4-l5 level, where there is moderate to severe bilateral neuroforaminal compromise. Evidence of prior l2-l3, l3-l4 and l4-l5 posterior decompression. On (B)(6) 2014: the patient underwent CT of lumbar spine due to back pain without trauma. Impression: multilevel disc degenerative change of facet arthropathy with post surgical changes in the lower lumbar spine there is neural foramen narrowing at l3-l4 bilaterally, moderate to severe. Non obstructing left lower pole 3mm renal stone. Thickened bladder could be due to partial collapse, however correlate clinically for signs of cystitis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient was admitted to the facility where the patient underwent spine fusion surgery using rhbmp-2 on the lumbar region of spine from vertebrae l3 to s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage. Post-op, patient reportedly had progressively worsening low back pain, radicular right leg pain, and numbness in his right foot. Radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted in patient lumbar spine. Severe pain led to a revision surgery on (B)(6) 2009. Patient continues to experience chronic lower back pain, with pain radiating into his right hip and leg, and loss of feeling in his feet". Patient also reportedly suffers from bladder and bowel dysfunction, sexual issues, depression and anxiety, difficulty sleeping, sitting, standing and walking for extended periods.

Event description:
Reportedly, post-op the patient "developed overgrown bone, experienced significant pain, and suffered other serious injuries."

Manufacturer narrative:
A myelo-CT dated (B)(6) 2008 shows congenitally small canal with borderline stenosis. Alignment and disc height are preserved throughout the lumbar area. Only soft tissue axial views are provided from 2009 showing interbody fusions at l4 and l5 with artifact in the paraspinal area posterior to l4/5. Myelogram of (B)(6) 2009 shows pedicle screws unilaterally at l4, l5, s1 with apparent peek rod.